Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 12-jul-2023. H6: investigation summary one sample model me5301 lot 23029152 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water. The set was unable to be flushed. Further visual inspection under the microscope showed excess solvent near the female luer tubing bonding. The customer complaint that the set was unable to be flushed was replicated. A quality notification was sent to the manufacturer. From the manufacturers investigation, the potential root cause for occlusion between tubing/female luer and tubing/male luer could be related to the solvent application, excess of solvent due to problems with the mdgn dispensers and/or incorrect use the solvent dispensers by the assembler. The reported failure mode was addressed under the hmo-cef-23017 approved on august 17th, 2023 where the mdgn dispensers will be replaced with medical dispensers to avoid solvent issues. A device history record review for model me5301 lot number 23029152 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported the bd intravascular administration set and extention set wont flush. Report 1 of 2. The following was recieved by the initial reporter: verbatim: bd extension set wont flush as if it is plugged right out of the packaging. Customer says this has happened multiple times over the past several months and they gave one sample to return and then it happened in front of writer on a patient. It makes the clinician think their IV start wasn't good so some have restarted when it was just the extension set.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd intravascular administration set and extention set wont flush. Report 1 of 2. The following was recieved by the initial reporter: verbatim: bd extension set wont flush as if it is plugged right out of the packaging. Customer says this has happened multiple times over the past several months and they gave one sample to return and then it happened in front of writer on a patient. It makes the clinician think their IV start wasn't good so some have restarted when it was just the extension set.